Manufacturer narrative:
Serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having occasional power cable disconnect and no external power alarms while on ac power. The controller passed a self-test and data analysis on (B)(6) 2022 showed no issues. It was noted that the patient was living in an recreational vehicle (rv) but had not reported any power outages. The patient was stable without any issues.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported no external power alarms were not confirmed. The heartmate mobile power unit was not returned for analysis and no log files were submitted. Additional information communicated on 28jun2022 indicated that the mobile power unit would not be returning. Multiple good faith efforts were sent asking for log files, the serial number of the mobile power unit, if the mpu has a v-lock connector on the ac power cord, if the power cable came loose at the outlet/ back of the unit, if there were there any environmental circumstances that would have affected ac power at the time of the event; however to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.